Manufacturer narrative:
(B)(4). A sample evaluation was completed. The set was visually inspected and noted that there were no visual defects observed to the set. The set was pressure tested with no leakage noted and clear passage was observed. The complaint was not confirmed in the lab. The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
The connection between the patient adapter of the transfer set and the catheter adapter was loose. The allegation was against the transfer set only, as the patient stated he found the loose connection after the transfer set had been changed. There was no patient injury or medical intervention. The actual sample was available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.